Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention may occur.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's ipg pocket was revised on (B)(6) 2022.